Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, when firing instrument, drivers advance 1/2 inch then locked up. Instrument placed in reverse and then removed. Instrument was reloaded and exact same thing occurred. The staff opened another instrument to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device cut? No. Did the staples deploy? Yes ( only a few - about 3 rows). Were there malformed staples present after the firing? (No). On what tissue type was the device used? At what location on the tissue? Pylorus of the stomach . Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? ( I think it was green). What other color cartridges were used before and after this event? (Black then green on another instrument). Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? It was the second firing (the first was from another echelon stapler), but they did not cross a staple line and any staples in the area that were loose were removed before firing. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No, the instrument has to be put into reverse. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.